Event description:
The pt became symptomatic and unresponsive when his infusion pump completed delivery and stopped earlier then expected. The event was determined to be the result of user error. The event log shows that 99ml of medication was started at 3.4ml/hr. The infusion was stopped approximately 24 hours later at 19:56, and a secondary pump was rotated in. The first pump was powered off until the following day at 20:02 when that pump was restarted. The event log indicates that a new disposable was attached on the same day at 20:10, but the residual volume and amount given were not reset. At the res vol was not reset the pump continued with that programming until it counted down to zero. The pump alarmed that the medication reservoir was empty. This occurred at 01:00 the same day. The pt was transported to the hospital and the infusion was restarted. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once is completed.